Manufacturer narrative:
This report has been identified as b. Braun medical. Internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the nurse, (B)(6), was running primary (490100) of normal saline at 20ml/hr and hung a secondary (v1921) of mag sulfate at 25ml/hr. Another nurse double checked the setup. The primary bag was lower than secondary. The nurse came back 30 minutes later and the bag was empty....should have gone longer. They don't know why this happened. There were several other claims that nurses had plugged secondary sets into the middle y-site distal to the pump where secondary med infused rapidly.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation, further investigation of the complaint was not possible without a sample. Issue reported could not be confirmed.